Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The customer elected to troubleshoot with technical support. A representative from philips patient care & monitoring solutions attempted to contact the customer to obtain additional information related to the initial report with no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the ventilator was failing the flow testing. No patient involvement.